Event description:
It was reported that while reaming acetabulum the shaft broke by the base of the connection to drill.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding breakage involving an acetabular reamer handle was reported. The event was not confirmed. The device showed signs of use, wear, and damage and was unremarkable. Further device evaluations were performed by the vendor. A review of the device history records could not be performed as the reported lot number could not be verified. The vendor also confirmed that ¿the laser etch content did not match the stryker part number. Part has a different customer logo etch and does not have the stryker catalog number etched (2102-0410).¿ complaint history review could not be performed as the reported lot number could not be verified. The exact cause of the event could not be determined because the reported event could not be confirmed.

Event description:
It was reported that while reaming acetabulum the shaft broke by the base of the connection to drill.